Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced restenosis. The 100% stenosed target lesion located in the proximal to distal right coronary artery(rca) was 3mm in diameter and 90mm long. During the index procedure, source notes indicates that the patient experienced restenosis of a previously implanted unknown size taxus express2 stent. The lesion was treated with predilation and placement of a 2.25x32mm, 2.75x38mm and 3.0x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced restenosis. The 100% stenosed target lesion located in the proximal to distal right coronary artery(rca) was 3mm in diameter and 90mm long. During the index procedure, source notes indicates that the patient experienced restenosis of a previously implanted unknown size taxus express2 stent. The lesion was treated with predilation and placement of a 2.25x32mm, 2.75x38mm and 3.0x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.